Manufacturer narrative:
Correction: bsc aware date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the left ventricular (lv) lead, which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient experienced greater than two seconds of asystole. Technical services (ts) reviewed the stored episodes and noted the noise was suggestive of electromagnetic interference (emi). Subsequently, this patient was seen in clinic due to the recurrence of emi suggestive episodes. The patient brought in their continuous positive airway pressure (CPAP) machine; however the noise was unable to be reproduced. It was speculated that the device could be sensing atrial signals, but not confirmed. It was noted that no further action would be taken at this time. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
The product investigation determined that the "known inherent risk of device" investigation conclusion code was selected because this device was not returned for analysis, product record reviews did not identify a product quality issue, and the primary reported observation is addressed in product labeling (i.e. Instructions for use).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed noise on the left ventricular (lv) lead, which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp). The patient experienced greater than two seconds of asystole. Technical services (ts) reviewed the stored episodes and noted the noise was suggestive of electromagnetic interference (emi). Subsequently, this patient was seen in clinic due to the recurrence of emi suggestive episodes. The patient brought in their continuous positive airway pressure (CPAP) machine; however the noise was unable to be reproduced. It was speculated that the device could be sensing atrial signals, but not confirmed. It was noted that no further action would be taken at this time. No additional adverse patient effects were reported. This lv lead remains in service.